Manufacturer narrative:
Physio-control evaluated the customer's device and verified the event code was logged in the device's memory; however, the reported issue could not be duplicated in testing. Physio replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report the device would not shut off. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.